Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower sensor readings from the adc device compared to a healthcare meter. The customer felt unwell, experienced a loss of consciousness, and an ambulance was called. When the ambulance arrived four hours later, it was reported that the customer had already regained consciousness, and a healthcare meter reading of 35 mmol/l was compared against sensor reading of 7 mmol/l. The customer was diagnosed with diabetic ketoacidosis and treated with "fixed-rate insulin" and fluids. There was no report of death or permanent injury associated with this event. The results, when plotted on a parkes error grid, fell 'out of range' showing the difference in values to be clinically significant.